Manufacturer narrative:
Additional information was received stating that the dr. Was able to center the lens and did not need to replace the lens with the haptic issue. Serial#: (B)(4), catalog#: pcb0000205, expiration date: 12/12/2019, (B)(4), device evaluated by manufacturer ? Yes, device manufacture date: 12/12/2016. Device evaluation: the lens remains implanted. Therefore, the reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) had the trailing haptic detached by the plunger as the plunger was retracted from the eye. The trailing haptic released into the eye from the injector and when the plunger was retracted, the plunger detached the haptic from the optic. The doctor's plan was to cut out the old lens and replace it with a new one. No additional information was provided to abbott medical optics.